Event description:
A high reading issue was reported with the adc device. The customer obtained high sensor readings and experienced hot flashes and a loss of consciousness. The customer was treated with soda by a family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 3 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed, and results were within specification. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.